Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots / genital haemorrhae") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's concurrent conditions included uterine fibroid since (B)(6) 2016 and stress urinary incontinence. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cyst ("cyst"), leiomyoma ("leiomyoma") and abdominal pain ("abdominal pain/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cyst and leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage, leiomyoma, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. On (B)(6) 2016 , patient undergone for radiology - u/s - transvaginal (inside) and the reson for visit was endometrial biopsy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received, reported added, demographic added, concomitant disease added, events added are as follows- vaginal haemorrhage, menorrhagia, cyst, abdominal pain, genital haemorrhage , leiomyoma. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots / genital haemorrhae") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's concurrent conditions included uterine fibroid since (B)(6) 2016 and diabetes. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cyst ("cyst"), leiomyoma ("leiomyoma"), abdominal pain ("abdominal pain/ pain"), depression ("depression"), anxiety ("mental anguish"), iron deficiency ("iron deficiency") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cyst, leiomyoma, depression, anxiety, iron deficiency and urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, cyst, depression, genital haemorrhage, iron deficiency, leiomyoma, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded on 18-(B)(6) 2016 , patient undergone for radiology - u/s - transvaginal (inside) and the reason for visit was endometrial biopsy concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and medical record received:the event depression, mental anguish, iron deficiency, urinary incontinence added. Concurrent condition added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots / genital haemorrhae") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's concurrent conditions included uterine fibroid since 30-aug-2016, diabetes and blood pressure high. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cyst ("cyst"), leiomyoma ("leiomyoma"), abdominal pain ("abdominal pain/ pain"), depression ("depression"), anxiety ("mental anguish"), iron deficiency ("iron deficiency"), urinary incontinence ("urinary incontinence") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cyst, leiomyoma, depression, anxiety, iron deficiency, urinary incontinence and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cyst, depression, genital haemorrhage, iron deficiency, leiomyoma, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded on (B)(6) 2016 , patient undergone for radiology - u/s - transvaginal (inside) and the reson for visit was endometrial biopsy concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received - new event 'anemia' was added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's medical history included multiparous. *on (B)(6) 2016 , patient undergone for radiology - u/s - transvaginal (inside) and the reson for visit was endometrial biopsy. Concurrent conditions included uterine fibroid since (B)(6) 2016, diabetes and blood pressure high. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced anaemia ("anemia"), 8 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("blood clots / genital haemorrhae"), menstrual disorder ("menstruation issues"), cyst ("cyst"), iron deficiency ("iron deficiency"), urinary incontinence ("urinary incontinence") and post procedural complication ("post procedural complication") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cyst, leiomyoma, depression, anxiety, iron deficiency, urinary incontinence, anaemia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, cyst, depression, genital haemorrhage, iron deficiency, leiomyoma, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: left-3 and right-3 coils visualized. Discrepancy noted in date of insertion- (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " post procedural complication" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.